Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, there was increased threshold capture and pacing impedance noted on the right ventricular (rv) lead. After several repositioning attempts to resolve the electrical parameters, the rv lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of high capture thresholds and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.